Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier has been returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new york reported a fault with an mr850 respiratory humidifier. During servicing at the fisher & paykel (f&p) healthcare regional service centre, it was found that the audible alarm of the mr850 respiratory humidifier was faulty. There was no patient involvement reported.